Event description:
The peritoneal dialysis (pd) patient requested a replacement liberty cycler. During a follow-up, the patient's clinic reported the patient was treated for bacterial peritonitis. The patient requested to replace the cycler as a precaution. The patient's pd culture was identified with raoultella planticola and gram positive cocci.

Manufacturer narrative:
The actual device was returned to the manufacturer. It was confirmed that the cycler was infested. No further investigation could be performed due to the infestation of the received device. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. The patient's medical records were unavailable to be reviewed. If they become available, a supplemental report will be submitted.